Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device check, the patient experienced dyspnea during deep aspiration testing. Review of the strips revealed inhibition of pacing caused by myopotential oversensing. Programming changes were made.